Manufacturer narrative:
The calibration first performed on (B)(6) 2024 failed. A repeated calibration was performed and passed. Quality controls were acceptable. There was no indication of a reagent performance issue. The field service engineer could not determine a cause. The gear pump pressure, cell rinse volume, probe rinse volume, rinse tubing, and probe alignments were checked. Precision studies were performed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the c 702 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen. 2 on a cobas 8000 c702 module. No questionable results were reported outside of the laboratory.the sample initially resulted in a calcium value of 6.8 mg/dl. Since the value was critical, the sample was repeated.the repeat calcium result was 9.3 mg/dl and this value was deemed correct.